Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va15b0x, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were getting their entire system replaced because they fell. There were no further details provided related to the fall, and the fall occurred as of an unknown date. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that they did not have any contact with the patient other than showing up for the revision case at the hospital. The healthcare provider (hcp) told the rep that something happened and "it wasn't working anymore afterwards."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.